Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system cannot boot up and customer confirmed that due to the high temperature caused the reported problem. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can be booted up normally, engineer continued to perform shutdown and restart several times, the issue is resolved. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed after restart several times, there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The gdt has been updated. The codes were updated based on the investigation outcome.